Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) was received in good visual condition. In order to evaluate the seal mechanism, the device was disassembled and the seals were noted to be in good condition. No broken or missing components were found. It was concluded that the device was conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, while removing the trocar there appeared to be an 'o' ring that came out of the trocar. The case was complete so there was no need to use another device to complete the procedure. No adverse consequences reported.